Event description:
It was reported that the patient began experiencing symptoms of shortness of breath and a red complexion approximately 1 week after implantation of a promus stent. A promus stent implant was taped to the patients arm, which immediately became surrounded with redness. The patient was given prednisone and the symptoms resolved. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received; it was reported that the patient in this case, approximately 1 week post procedure after implantation of two (2.5x23 and a 2.25x8 mm) promus stents, began experiencing symptoms of shortness of breath, chest pressure and left face and lip numbness and was rehospitalized. The patient also feels that he has some memory loss from his emergency department visit and questions whether he may have had a mini-stroke. These symptoms have resolved completely and a head CT scan was negative. During his hospitalization he had a stress test which showed an apical infarct, but no ischemia and normal ejection fraction. His amlodipine was increased from 5mg po daily to 10 and he has had some minor relief of his near-constant chest pressure with mild exertion. Today he reports chest pressure with minimal or no exertion, 8 pounds of weight gain since (B)(6) 2011 associated with exertional dyspnea. He reports taking all his medications faithfully and has not missed any doses. Limits salt intake diligently. During this visit a promus stent implant was taped to the patient's forearm, and it was noted that both his arms reacted with redness. He was put on prednisone and felt 100%. He is now off the prednisone feeling awful again. The physician has referred him to an allergist for further evaluation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, dyspnea, and hypersensitivity/allergic reaction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.